Manufacturer narrative:
On previously submitted report, the device was returned to a third-party service provider for service. Review of the complaint information found that no death or serious adverse event occurred. An error code 349 was found in the device's error log. Although there was no patient harm or injury, this event is reportable because the error code indicates communication between the host and oxygen blending module (obm) was lost, and this may impact therapy. The device's obm was replaced to address the issue. During the evaluation, the device failed a test step during testing. The device's sensor board was replaced to address the issue.

Event description:
The device was returned to a third-party service provider for service. Review of the complaint information found that no death or serious adverse event occurred. An error code 349 was found in the device's error log. Although there was no patient harm or injury, this event is reportable because the error code indicates communication between the host and oxygen blending module (obm) was lost, and this may impact therapy. The device's obm was replaced to address the issue.